Manufacturer narrative:
This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurement and intermittent capture at maximum outputs. A lead revision procedure was performed were this lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.